Event description:
It was reported that the extension and lead were implanted after their use before dates.

Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3387s-40, lot# v090726, implanted: (B)(6) 2014, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).